Manufacturer narrative:
One (1) used partial transpac IV monitoring kit w/ safeset reservoir and blood sampling port was received for testing and investigation. The reported complaint of a tubing disconnection was confirmed. As received, the used partial monitoring kit was missing the 3" length or arterial tubing, which was separated from the rest of the set. It appears that there was insufficient solvent in the safeset port tubing pocket. The cause of the tubing separation cannot be determined without the tubing returned for examination. The DHR lot # 3751448 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a transpac IV monitoring kit w/safeset reservoir and blood sampling port where the tubing adjacent to the blood sampling port pulled loose. The product was replaced with no further problems encountered and is available for investigation. There was patient involvement, no human harmed or adverse event and no delay in critical therapy.